Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify motor error alarm due to buttons not responding. The motor was tested outside the device and passed. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 360 mg/dl. The customer stated that the motor error occurred several times. The customer stated that the drive support cap was okay. The customer stated that the pump was not exposed to moisture. The customer changed the entire set and it worked. The customer will be sent a replacement pump.